Manufacturer narrative:
Date of event: 21-apr-2020. Date of this report: 09-may-2020.

Event description:
It was reported that the ventilator had a dark screen. Reportedly, the unit operates in the background however the display remains dark. There was no patient involvement. The customer troubleshot with technical support and reseated all the connections, however the display was still dark. The customer was advised to replace the user interface (ui) assembly and was provided with part number and price.

Manufacturer narrative:
G4: 16jun2020, b4: 16jun2020. Information was received that the customer replaced the user interface to address the reported issue and the unit was return to use. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.